Event description:
(B)(4).additional information received (B)(6) 2023. ¿ please provide correct material and lot number. (Previously provide the numbers does not match) this is the lot number on the patient kit provided to us. The reconstitution needle was lot 2117379 and the dosing needle is lot 2263232 ¿ date of event: 17nov2023. ¿ did the event involve an urgent/life threatening medical situation? No ¿ how was treatment completed for customer? Used another ¿ did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No .¿ please confirm whether there was any patient impact. No. ¿ any physical sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No. ¿ can you please provide more details and describe how the product is damaged. The reconstitution liquid squirted outside the vial when reconstituting. Material #: unknown. Batch#: 2117379. It was reported by customer that when caregiver was injecting fluid in vial to reconstitute, the fluid squirted outside of vial and not inside the vial. Verbatim: rcc received a complaint via email. Email(s) attached. External evaluation is required for takeda tw (B)(4). ¿ leaking product: gattex 22g 1.5¿ precision needle . Bd syringe lot number(s): 2117379. Takeda awareness date: 20nov2023. Complaint owner: (B)(6). Report received: when caregiver was injecting fluid in vial to reconstitute, the fluid squirted outside of vial and not inside the vial. Status: requesting external evaluation. Country of origin: united states. Sample / photo availability: no sample or photos were provided to takeda. Ae: no ae reported. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.

Manufacturer narrative:
(B)(4). Follow up. A device history record review was completed by our quality engineer team for provided material number 305156 and lot number 2117379. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative.

Event description:
Material #: unknown. Batch#: 2117379. It was reported by customer that when caregiver was injecting fluid in vial to reconstitute, the fluid squirted outside of vial and not inside the vial. Verbatim: rcc received a complaint via email. Email(s) attached. External evaluation is required for takeda tw pr#(B)(4) ¿ leaking. Product: gattex 22g 1.5¿ precision needle. Bd syringe lot number(s): 2117379. Takeda awareness date: 20nov2023. Complaint owner: (B)(6). Report received: when caregiver was injecting fluid in vial to reconstitute, the fluid squirted outside of vial and not inside the vial. Status: requesting external evaluation country of origin: united states sample / photo availability: no sample or photos were provided to takeda. Ae: no ae reported patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a0504 - leak / splash.